Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an error message due to a fall back mode during an interrogation. A memory dump was sent to technical services. The field representative confirmed that the patient was hospitalized and was scheduled for a device replacement. A boston scientific technical services (ts) affirmed that the intervention was correct. The fault indicates that the device detected a memory failure which could not be corrected as part of the device¿s hourly self checks. The device was explanted. Detailed analysis will be performed on the device. No additional adverse patient effects were reported. The device as out of service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation on the device was performed. Initial analysis showed that the device never triggered elective replacement indicator (eri) while implanted. The device was then forwarded for detailed analysis. Detailed analysis showed that the device had gone into fallback mode due to a memory corruption but the cause was unknown. However, it was verified that the device was able to sense, charge and deliver a full energy shock. No other issues were found.